Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a force issue occurred as there was an error related to the force sensor. The catheter was changed and the procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. The device was returned to the biosense webster failure analysis lab for investigation and on (B)(6) 2018, scanning electron microscope analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. This finding is a reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a force issue occurred as there was an error related to the force sensor. The returned device was visually inspected and reddish material was found inside the pebax. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Additionally, per the damage observed a scanning electron microscope (sem) testing was performed and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax, which made this complaint reportable. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on pebax does not appear to be caused by any internal bwi processes. Manufacturer's ref. No: (B)(4).